Event description:
The rptr stated that the end-user was going down a slight hill and there was a crack on the sidewalk, the end-user ran into the crack and the chair flipped forward with the end-user in the chair. The reporter stated that the end-user rec'd fractures in the right arm, right leg and hip. There was no mention of the end-user receiving medical attn in this report.

Manufacturer narrative:
There have been no parts or the chair returned back to the MFR for eval as of this date.